Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6 the reported event was confirmed based on the provided picture. Visual examination or the provided pictures identified an articular surface. The articular surface showed a visible fracture with associated roughened edges consistent with a poly fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to articular surface wear. Attempts to obtain additional information have been made; however, no more is available.